Event description:
The manufacturer received information alleging a ventilator's display screen was unreadable. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the lcd screen and the active exhalation control module were found to be damaged. The device's lcd screen and the active exhalation control module will be replaced to address the issues. Conclusions: device has been evaluated but not repaired, pending customer approval of the estimate.